Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, not applicable st. Jude medical crmd reliability laboratory failure (event) observed during analysis. Analysis found the pulse generator reverting to backup operation during the temperature cycle. Multiple efforts to isolate the failure were unsuccessful. The hybrid was removed and sent for testing. An integrated circuit was confirmed as the component responsible for the reported backup operation.